Event description:
Patient was revised to address infection. **updated** 11/23/11 - litigation papers received. Reopened complaint to make products reportable.

Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
**Updated** (B)(4) 2011 - litigation papers received. Reopened complaint to make products reportable. The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for femoral head and screw part and lot number combinations; one prior report for the metal insert part and lot number combination. However, review of the as400 system show that 5 other devices from the reported metal insert lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Correction: manufacturing facility: (B)(4). (B)(4). New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address infection (right side). Doi (B)(6) 2005 - dor (B)(6) 2008. Updated 11/23/2011 - litigation papers received. Reopened complaint to make products reportable. Update: 10/26/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Correction: doi: (B)(6) 2005. Aug. 20, 2014 updated patient and product codes. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient was revised to address infection (right side). Doi (B)(6) 2005 - dor 10/06/2008. Updated 11/23/11 - litigation papers received. Reopened complaint to make products reportable. Update: 10/26/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Correction: doi: (B)(6) 2005. Update ad 23 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of sticker sheets. Sticker sheets confirmed that only screw, head and liner were removed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address infection (right side). Doi (B)(6) 2005 - dor 10/06/2008. Updated 11/23/2011 - litigation papers received. Reopened complaint to make products reportable. Update: 10/26/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Correction: doi: (B)(6) 2005. Update ad 23 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of sticker sheets. Sticker sheets confirmed that only screw, head and liner were removed.